Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of electrical circuit board. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However because over seven years had passed from the subject device had been installed at the facility there was the possibility that this phenomenon was attributed to the aging deterioration of the electronic component of the electrical circuit board by repeatedly long-term use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. There was no report of patient injury associated with the event.